Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: user reported event was water leakage. User detects water leakage during reprocessing (water leakage test after pre cleaning). Manual cleaning cannot be continued when water leakage is detected. Therefore, we judged that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object in the nozzle. There was no patient involvement.